Manufacturer narrative:
Batch review performed on 27 april 2026: lot 2013111: (B)(4) items manufactured and released on 26-feb-2021. Expiration date: 2026-feb-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot 2421325: (B)(4) items manufactured and released on 15-jan-2025. Expiration date: 2029-dec-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary surgery using competitor products. On (B)(6) 2026, the patient had a medacta d 28/dmf liner and d 52 mm versacem metalback cup implanted. On (B)(6) 2026, the patient had hip infection and the pathogen is unknown. The surgeon performed a washout and revised the liner to a same size liner and revised the d 52 cup to a d 56 mm cup at his discretion. The surgery was completed successfully.